Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-8988-cp fiberlock suspension system's needle tip broke off inside the patient. Case involvement, device broke during use. Needle was unable to be retrieved.

Manufacturer narrative:
Additional information: d9, g3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive forces upon insertion.